Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). Four pictures and one sample with tear in cuff was returned. P/n (B)(6). The sample was visually inspected at a close distance of 12?-16? . When cuff tested under submerging in water, the event was verified, as bubbles with coming out. Relevant documents with reviewed upon quality testing and no manufacture discrepancies were revealed prior to release. The cause in theory if could be related to not following manufacture guidelines in section 4 of the IFU 10016503-002 prior to use. The cause is believed the occurrence of leak was after the product left the manufacturing site and care of product by consumer.

Event description:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). Summary in h 10

Event description:
Information was received that device underwent successful pre-use check. However, after intubating the product into the patient, the customer noticed air was leaking from the cuff. No patient injury.